Event description:
It was reported that a spectrum infusion pump had failed psi (pounds per square inch) test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the history log revealed multiple events of "downstream occlusion!" However downstream occlusion testing failures cannot be confirmed through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.